Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, gray tubing break directly above thick part of tubing near pump (tubing going from pump to reservoir).

Manufacturer narrative:
This follow-up MDR is created to document the updated information with the returned device, evaluation and updated codes. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation surrounded by abrasion in the inlet tube of the pump. Testing revealed this to be a site of leakage. A separation with adjacent abrasion is noted on near the detachment end of the inlet tube of the pump. Testing revealed this to be a site of leakage. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the separation noted in the inlet tubing near the pump. In addition, it was also concluded that the position of the pump tubing most likely caused the inlet tube near the reservoir to be kinked backwards onto itself resulting in the separation noted. Separations of these types would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.